Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with blank display due to cracked case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files using thump due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 15-jan-2026 due to blank display. The pump was received with a cracked case at battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, scratched keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, broken belt clip rail, cracked retainer, and stained serial number label. Pump was cut open to perform visual inspection and found moisture damage to the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Display anomaly-blank display confirmed due to shifted battery tube. Cosmetic damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and found the damage in the battery side of the pump. No harm requiring medical intervention was reported. The product mmt-1884 returned for analysis.